Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported lower values when scanning the adc freestyle libre sensor. On (B)(6) 2020, the customer provided scans of 138 mg/dl 148 mg/dl, 142 mg/d, 178 mg/dl, compared to lab test of 196 mg/dl, and 184 mg/dl, and experienced symptoms of dizziness and a loss of consciouness. The customer declined to provide additional information. There was no report of death or permanent injury associated with this event.